Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was being performed when the issue occurred and was completed as planned by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform geometry movements. Upon troubleshooting, the fse found that the stand movement problem, and stated that the cause of the problem might be defective automatic motion control (amc). To resolve the issue, the fse replaced the amc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.